Manufacturer narrative:
The unit was returned to manufacturer and it was confirmed the reported issue. The erc was rebuilt according to livanova procedure and 2 boards were replaced to fix the problem. Subsequent functional verification tests completed without further problems and the unit was returned to service. The clamp was manufactured in 2015, and no similar events have been recorded by reviewing the complaint database. Thus, the control boards had never been replaced. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that during maintenance activity, after turning on the s5 erc (electrical remote-controlled) tubing clamp, "the arterial clamp is closed and cannot be initialized", "arterial clamp cannot open or close" and "arterial clamp is broken" error messages appeared. The erc clamp did not work.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6) japan. The unit returned to manufacturing's site for repair and during inspection the error messages reported were confirmed. In order to fix the issue the following parts will be replaced: stator with sensor board, splindle complete with block, hollow shaft, flat washer, bearing scp, groove ball bearing, flat gasket, and two (2) control boards. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.